Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer's blood glucose level.